Event description:
Physician placing a triple lumen catheter from MFR's kit. Needle came loose from hub and lodged in soft tissue under clavicle. Chest x-ray, surgical consult, CT scan of thorax performed. Resulted in local surgical intervention and retrieval of needle.